Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) with blood glucose of 60 mg/dl at the time of the incident. The customer was at 145 mg/dl at the time of the call, and around 70 mg/dl at the time of admission. The customer was given juice and glucose tablets to treat. The customer experienced symptoms such as a seizure and fainting. The customer was wearing the insulin pump during the incident. The customer was helping someone move and did not eat dinner at their regular time. Troubleshooting was completed. The insulin pump will not be returned for analysis.